Event description:
It was reported that the system would not descend when the button was depressed. Intermittent issue. No pt was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the power supply (ps3) as needing replacement. Ps3 replaced. The system was tested and found to be working as intended and placed back into service.